Event description:
A cartridge change error was reported with a pump. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer to inspect and clean the pump's components, ensuring everything was correctly positioned. The customer successfully completed the load process and resumed insulin use.